Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin of ambient light sensor. Device passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 6.5 mmol/l. The customer was assisted with troubleshooting. The customer was able to clear alarm. The customer was unable to complete rewind it. Customer stated the pump error occurred during the self-test. The device will be return for analysis.